Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of a femoral artery after a diagnostic procedure. Reportedly, during removal of the device after clip deployment the device became stuck in the patient's artery. In accordance with the instructions for use, the device was removed via the access ports. Hemostasis was achieved with the clip. There were no reported adverse patient effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found it was fully clip deployed. All the external components were in the correct post deployed positions. The thumb advancer was at the fully distal position. This is inconsistent with the reported event. Examination of the internal components was normal except for the locator wings which were bent. A possible cause for the bent locator wings is compaction of tissue between the deployed locator wings and the distal end of the tube set during employment. This condition can prevent the locator wings from retracting into the delivery tube after the clip was deployed and will result in difficult device removal. Based on the investigation findings, the possible root cause for the bent vessel locator wings is due to pt anatomy or operational condition in which the device was used. No mfg or quality inspection issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.